Event description:
During a laparoscopic cholecystectomy procedure, the hook of a dissecting cannula was found missing. Slight delay looking for the tip. No x-ray taken to confirm the presence of the broken piece. It was considered similar in size to a clip with minimal potential for injury.